Event description:
It was reported that the patient's device was explanted due to an infection.

Event description:
Additional information received from the hcp reported that the patient was diagnosed with chronic lymphocytic leukemia. Perioperative antibiotics were administered, and the infection was diagnosed on (B)(6) 2012. Patient symptoms included fever, redness, swelling, and drainage at the ipg site. A culture taken from the device pocket showed gram-negative rods. The patient was treated with IV and oral antibiotics and a total system explant. It was noted that the patient "lesioned" through the dbs lead prior to explant. The infection resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 3387-40, lot# v001105, implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).